Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side hematoma and seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 340cc mentor memorygel breast implant and experienced hematoma and seroma on her left side postoperatively. The surgeon tried to aspirate seroma but left hematoma. The patient underwent left side explantation and replacement with catalog number 3507340mc; serial number (B)(4) on (B)(6) 2020.